Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory pcr testing was performed using cepheid genexpert and the result was negative. Repeat testing was done on the veritor and result was negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that a false positive. How long after specimen collection was the specimen processed in the extraction reagent? 15 seconds. How was the specimen stored between collection and processing in the extraction reagent? Room temp. How long after processing in the extraction reagent was the specimen run on the test cartridge? Immediately. How many drops were added to the sample well on the test device? Was walk-away mode used or analyze now mode? Analyze now, 3 drops. Were the kit qc swabs tested and if so, did they pass? Yes. Incubation time: how long was sample run on the cartridge before reading? 15 min. Temperature: clarify the environment temperature and time at temp set temp for the entire lab. Room temp run in the etc. Was testing performed indoors or outdoors (not collection). Indoors. Could you please provide a photo of the kit label? If available, could you provide a photo of the cartridge? Unable to. On average how many tests do you run per week? 180. Were any erroneous results reported to the doctors? Yes. Was there any patient impact as a result of the false result? Were any patients treated based on erroneous results? If so, did the erroneous treatment have any adverse impact to the patient(s)? No, patient was going to surgery. Can you please clarify the total number of kit boxes received and total number affected? Customer does not know quantity received. Unable to determine. Was any transport media used? (This would be outside pi claims) no. What date was the specimen collected? On (B)(6) 2021, 13:06. What date was the specimen run? On (B)(6) 2021, 1321. Was patient symptomatic or asymptomatic? Symptomatic. Screening test ¿ no known exposure? No exposure. Screening test - known exposure that is currently asymptomatic? No. Asymptomatic but dr recommended testing? No. How was it determined to be discrepant? Antigen positive, pcr test followup negative. Comparison to another method? Yes cephiad genxpert. How did they complete the repeat test? No. Was an additional swab collected? Yes. Did they process the same swab in a 2nd reagent tube? Did they use the leftover extraction reagent from the reagent tube on a new cartridge? Collected for pcr test. Was the cartridge rerun (re-read)? If so, how long after the initial run was the cartridge rerun (re-read)? No. Was the cartridge visually read? No. How many specimens were discrepant (fp or fn)? 1. Could you provide the specimen identifier for each result in question? Could you provide the date/time each affected specimen was initially tested? On (B)(6) 2021. How was the specimen collected? Did it follow the dual-nares collection method described in the product insert? Nasal, dual nares. Costumer reports a false positive, followed by a negative pcr test, using the cepheid genexpert 4plex assay. When that was questioned, the costumer performed a second np collection on the patient, and repeated the testing on the genexpert platform. This second specimen was also negative

Manufacturer narrative:
Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records for batch number 0290157, testing of retention samples of batch number 0290157, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that were observed. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. CAPA#(B)(4)is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory pcr testing was performed using cepheid genexpert and the result was negative. Repeat testing was done on the veritor and result was negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that a false positive. How long after specimen collection was the specimen processed in the extraction reagent? 15 seconds. How was the specimen stored between collection and processing in the extraction reagent? Room temp. How long after processing in the extraction reagent was the specimen run on the test cartridge? Immediately. How many drops were added to the sample well on the test device? Was walk-away mode used or analyze now mode? Analyze now, 3 drops. Were the kit qc swabs tested and if so, did they pass? Yes. Incubation time: how long was sample run on the cartridge before reading? 15 min. Temperature: clarify the environment temperature and time at temp set temp for the entire lab. Room temp run in the etc. Was testing performed indoors or outdoors (not collection). Indoors. Could you please provide a photo of the kit label? If available, could you provide a photo of the cartridge? Unable to. On average how many tests do you run per week? 180. Were any erroneous results reported to the doctors? Yes. Was there any patient impact as a result of the false result? Were any patients treated based on erroneous results? If so, did the erroneous treatment have any adverse impact to the patient(s)? No patient was going to surgery. Can you please clarify the total number of kit boxes received and total number affected? Customer does not know quantity received. Unable to determine. Was any transport media used? (This would be outside pi claims)? No. What date was the specimen collected? (B)(6) 2021 13:06. What date was the specimen run? (B)(6) 2021 1321. Was patient symptomatic or asymptomatic? Symptomatic. Screening test ¿ no known exposure? No exposure. Screening test - known exposure that is currently asymptomatic? No. Asymptomatic but dr recommended testing? No. How was it determined to be discrepant? Antigen positive, pcr test followup negative. Comparison to another method? Yes cephiad genxpert. How did they complete the repeat test? No. Was an additional swab collected? Yes. Did they process the same swab in a 2nd reagent tube? Did they use the leftover extraction reagent from the reagent tube on a new cartridge?¿collected for pcr test. Was the cartridge rerun (re-read)? If so, how long after the initial run was the cartridge rerun (re-read)? No. Was the cartridge visually read? No. How many specimens were discrepant (fp or fn)? 1. Could you provide the specimen identifier for each result in question? Could you provide the date/time each affected specimen was initially tested? (B)(6) 2021. How was the specimen collected? Did it follow the dual-nares collection method described in the product insert? Nasal, dual nares. Costumer reports a false positive, followed by a negative pcr test, using the cepheid genexpert 4plex assay. When that was questioned, the costumer performed a second np collection on the patient, and repeated the testing on the genexpert platform. This second specimen was also negative.